Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer service guided caller through pump reset, error did not recur after reset, and caller was instructed to wait before starting next sensor session, which caller understood and accepted.